Event description:
Prior to implant, the pt underwent a radical pericardectomy, CABG-lima and tricuspid repair and was placed on v-a ECMO the next day. Three days later, the pt was implanted with a vented electric left ventricular assist device (lvad). Another device was placed on the right ventricle. Due to mild to moderate pulmonary insufficiency noted on an echo, there was suspicion that the device on the right side was not unloading properly, resulting in a device exchange. After the exchange, flows increased to 9.9 liters on the right side, while the lvad flows were approx 5.5 liters. The anesthesiologist noted a bloody froth coming from the pt's mouth; the surgeon did not feel the device placed on the right ventricle was displaying accurate flows. Unfortunately, support was withdrawn from the pt as his po2 was in the 50's and the team was unable to keep pressures up.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.